Event description:
Surgeon reported that two polyaxial pedicle screws implanted at sl appeared to be broken on x-ray image at surgery follow-up checkup. The break appeared on the x-ray image to be at the neck area under the housing. No follow up surgery has been scheduled at the time of this report, but will be at a later date.

Manufacturer narrative:
Two rods and six screws (two 7703-6550, four 7703-6545) were implanted during a two level (l4 - l5) surgery. Surgery was uneventful. No follow up issues until pain reported by pt at 2007 appointment, approx 7 months following implantation. Two x-ray images taken which confirmed breakage of two screws implanted at sl at neck of screws. No subsequent surgery as of one month later due to pt insurance arrangements. Expect subsequent surgery later, at which time surgeon will return to lanx any retrieved sections of the screws for co analysis. Surgeon opinion is that pt had delayed fusion due to smoking and excess weight which resulted in screw fatigue failure. At this time, lanx can complete no analysis or reach any conclusions regarding the product involved in this alleged incident. The design was verified and validated during design development as acceptable. There were no documented nonconformances of polyaxial screw production that would lead to screw breakage.